Event description:
On (B)(6) 2024, palette life sciences received a notification from a solesta consultant from a [patient] in the us "on (B)(6) 2024 [patient] received 4 cubic centimeters of solesta, which was 4 injections guided via anoscope. The [patient] complained of proctalgia and went to the emergency room on (B)(6) 2024. The consultant clarified the patient did not specifically say "proctalgia," but assumed that was what the patient meant. The consultant further clarified the patient stated she was not having pain when she is going to the bathroom but was having pain when she is not going to the bathroom. [Patient] did not specify what she meant by "going to the bathroom."" Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. UDI number unavailable as complainant did not report a lot number. Other remarks: n/a corrected data: n/a